Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a faulty main display; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a faulty main display was confirmed during product evaluation. The root cause of this condition was assigned to lines on main display. The main display was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.